Event description:
Two retrieval balloons popped during the ercp. The representative took one. I kept one. Lot# 28525016. Manufacturer response for retrieval balloon, retrieval balloon (per site reporter) representative retrieved one of the balloons while the site kept the other.